Event description:
Reporter alleged blood glucose reading was 439 mg/dl back to back with a result of 148 mg/dl performed within less than a minute of each other. It was reported customer takes insulin twice per day normally and would not dose it based on the result. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacment was sent.